Event description:
It was reported that the patients rib was broken during the initial implant. This event was initially reported in MFR report # 30042 09178-2012-01631, but additional review determined it was a separate event. Additional information was requested.

Event description:
Additional information received reported the cause of the event was not related to the implant or its procedure. No hospitalization was required. The patient had a possible anterior t5 rib fracture but it was not confirmed after further studies.

Manufacturer narrative:
Lead: model 39286-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Titan anchor: model 3550-39, lot# n295999, serial #, implanted: 2011 (B)(6), explanted: na. (B)(4).